Manufacturer narrative:
(B)(4). The device was returned with the distal tip of the blade broken off and returned. The remaining blade portion was scratched. The reported complaint was for an error sound. The device was activated with the generator and an error code 5 was displayed. It is possible that prior to the error code an error tone (error sound) was heard. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. When a blade is damaged, it may not complete the pre-run testing, will display an error code and will keep reverting back to standby mode. A probable cause of an error code 5 is blade damage. Blade damage may occur from external contact with metal or plastic during pre-op or general use. If the harmonic system senses an instrument fault during use, an audible alarm (tone with long pulses) will sound and a visual alarm indicator will appear on the control panel. The generator system will revert to standby mode, when the audible alarm (solid tone) and visual alarm indicator appear. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in an error code.

Event description:
It was reported that during a lap sigmoidectomy, an error sound was heard. The error code was unknown. Then, the device was removed from the patient and the blade was broken off outside the patient when the scrub nurse wiped the device with gauze. No pieces were left inside the patient.. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.